Event description:
It was reported that prior to a procedure involving the transcatheter aortic valve in a patient with a severely calcified aortic valve, a horizontal aortic root, and a dilated ascending aorta, a pre-implant balloon aortic valvuloplasty was performed using an 18 mm non-medtronic balloon due to calcification. The first valve was implanted, but was under-expanded. A post-dilation was performed with a 21 mm non-medtronic balloon. Upon removal, the balloon caught on the valve, causing it to dislodge into the ascending aorta at the level of the sinotubular junction. A second valve was inserted into the patient and placed through the dislodged valve, but it pushed the inflow of the first valve into the aorta, resulting in a perforation. Subsequently, the patient's blood pressure dropped. The second valve and delivery catheter system were withdrawn from the patient. Surgical intervention was performed. The dislodged valve was explanted from the patient, a surgical aortic valve replacement was performed, and the perforated ascending aorta was repaired. Despite these efforts, the patient passed away on the operating room table.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012610943); product type: 0195-heart valves; product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; product ID d-evolutfx-2329 (0012610948); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure involving the transcatheter aortic valve in a patient with a severely calcified aortic valve, a horizontal aortic root, and a dilated ascending aorta, a pre-implant balloon aortic valvuloplasty was performed using an 18 mm non-medtronic balloon due to calcification. The first valve was implanted but was under-expanded. A post-dilation was performed with a 21 mm non-medtronic balloon. Upon removal, the balloon caught on the valve, causing it to dislodge into the ascending aorta at the level of the sinotubular junction. A second valve was inserted into the patient and placed through the dislodged valve, but it pushed the inflow of the first valve into the aorta, resulting in a perforation. Subsequently, the patient's blood pressure dropped. The second valve and delivery catheter system were withdrawn from the patient. Surgical intervention was performed. The dislodged valve was explanted from the patient, a surgical aortic valve replacement was performed, and the perforated ascending aorta was repaired. Despite these efforts, the patient passed away on the operating room table. Additional information was received that the patient was rapid paced during post-implant dilation. The patient had a severely calcified aortic valve, horizontal aortic root angle and dilated ascending aorta, which contributed to the dislodgement. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). A medtronic (confida) guidewire was used during the procedure. Per the physician, the cause of death was perforation of the ascending aorta which was not related to the first delivery catheter system (dcs), however, the inflow crowns of the dislodged valve were believed to cause the perforation when trying to pass the second valve through the first. The physician indicated that the difficult anatomy played a factor in contributing to the patient¿s death.

Manufacturer narrative:
Other medical products in use during the event include: product ID gwbc30 (lot: unknown); product type: 0193-guidewire; implant date n/a; explant date n/a updated: a4, b5, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.